Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, on the completion of a swab, needle and instrument count, the scrub nurse noticed that roughly 1 mm of the tip of the needle was missing. The surgeon was informed who was unable to find it. The decision was made by the surgeon to close the wound and inform the patient post-operatively. The surgeon and the theatre team were unable to x-ray the patient to attempt to find the tip of the needle because the tip of the needle was too small to find. There was no obvious harm to the patient. The patient was informed by the surgeon. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6: component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle potentially be located? What is the surgeon's opinion of the potential consequences for the patient? What is the current status of the patient? Could you kindly provide the 2/0 vicryl product code and lot number, please? Please provide the source or name of person providing answers to follow-up questions.